Manufacturer narrative:
The returned valve was patent. It also met the requirements for the siphon and leak testing. However, the device did not meet the requirements for reflux, pressure-flow and preimplantation testing. Proteinaceous debris was observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing and sterilization records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product was removed as part of a complete shunt removal. According to the report, there was no issue alleged against the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.